Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was foreign material confirmed on the lens. The foreign material was removed and the procedure was completed. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The company iii (d) cartridge was not returned. Only an empty company iii (d) 10-count carton for the reported lot was returned. A video was provided. The cartridge and lens preparation were not shown. There appeared to be adequate viscoelastic in the cartridge. The lens was delivered from the mid-nozzle area into the eye. A 3-second dwell was not observed. Visually, there did not appear to be a difference in the initial and final velocity. A very small, thin, whitish foreign material was observed on the posterior surface near the leading optic edge. The identity of the material cannot be determined based on the video. The small foreign material was removed. The lens remains implanted. Cartridge product history records were reviewed and documentation indicated the product met release criteria. Based on the observed ring pattern and axis marks, the lens appears to be a company toric; without the diopter, it cannot be determined if a qualified combination was used. A company handpiece was indicated. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint could not be determined. The complaint company iii (d) cartridge sample was not returned. Based on review of the video, a very small, thin, whitish foreign material was observed on the posterior surface near the leading optic edge. A determination for the origin of the small particle cannot be made from the video. Based on the observed ring pattern and axis marks the lens appeared to be a company toric; without the diopter, it cannot be determined if a qualified combination was used. It is unknown if a qualified viscoelastic was used. The parameter settings for the device cannot verified. However, a 3-second dwell was not observed. There did not appear to be a difference in the initial and final velocity. Per the device dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).